Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi has received the ec, but failure analysis has not yet been completed. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, a "camera head dirty" message occurred with three separate camera heads. The customer converted the procedure and used another vision side cart (vsc). The intuitive surgical, inc. (Isi) technical support engineer (tse) asked the caller to inspect the endoscope controller (ec) connection for damage, and the caller stated it looked normal. The new vsc was reading the camera properly. There were no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope controller (ec) with an alleged issue to perform failure analysis. The ec was found to have failed with recoverable fault 48406 endoscope self-test failed, on the test system. The logs showed errors related to camera head communications, camera head flash data invalid, camera power failure, camera flash error, and an illuminator watchdog timeout. The light engine sensor check was performed and was less than 5%.